Event description:
It was reported that the user experienced episodes of low and high blood glucose while using the ilet and requested training support, noting she had not been announcing meals and sought assistance to regain control of her diabetes and perform an infusion set change. Customer care provided support that included review of reports and user education on meal announcements and best practices, with assignment for additional training. Investigation of this case revealed cause unclear for hypoglycemia, with user behavior factors including unannounced meals and need for infusion set guidance; no device malfunction was reported. Symptoms include anxiety and distress associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.